Event description:
It was reported that high impedance was observed on this patient's device when the nurse was interrogating the patient's device to turn it off for an MRI. It was stated that 2 error messages were seen including that the generator was not delivering stimulation. The device was disabled at that time. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
This patient received surgery where both the lead and generator were replaced due to high impedance. The explanted products have not been received by the manufacturer to date. No other relevant information has been received to date.